Manufacturer narrative:
The cause of the reported event was determined to be incompatible patient anatomy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
During a cardiomems implant procedure, when the angiogram was performed, it did not appear there were any appropriately-sized vessels for implant. The vessel under consideration was 13-15 mm and abruptly narrowed to 4mm. The clinician decided this was not a good location to implant. No other viable locations were visualized and the sensor was not implanted. The sensor never entered the body.